Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on august 26, 2015. (B)(4) the actual device was returned for evaluation. Visual inspection was performed on the sample upon receipt, during which no anomalies were noted. It was observed that the positive umbrella valve had blood on it prior to being decontaminated, indicating that an overpressure situation may have occurred. A review of the device history record revealed no anomalies. The sample was then leak tested by being pressurized to 3.5psi. No leaks were observed. All other functional parameters were tested finding that both pressure relief umbrellas and duckbill flow were operating as intended. All ops valves endure a 100% in-process lesk test. A definitive root cause could not be determined, and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Terumo has been informed by the user facility that the product was not changed out during the event.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the over pressure safety valve leaked. The ops valve in the white vent line of the pack leaked when the procedure came down on vent. A couple cc's of blood loss. Unknown if the product was changed out. Surgery was completed successfully.